Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left capsular contracture baker grade iii/IV and pain. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Additional observations: creases are observed. Dark ring is observed. Wear abrasion observed on the device. Stress marks are observed assessed as non-penetrating nick. One opening on anterior side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right capsular contracture baker grade iii/IV and pain. The device has been explanted and replaced.